Event description:
The user facility lab pocc called because the suspect device was plugged into a moxa box along with two other meters. Billowing smoke was seen coming from the device and base unit. They unplugged it and no one was hurt. The meter and base both look burned. The device was replaced and requested to be returned for evaluation.